Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator, that the patient's system controller started to show suction events with high power, and also became hot to the touch. The system controller was exchanged and the issue was resolved.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was functionally tested with a test pump at a set speed of 9400 rpm's, however, the system never reached the set speed and was in a continuous loop of what appeared to be suction detection consistent with the reported event. The data log files were retrieved and the speed captured throughout the log file did not appear to reach the programmed set speeds, with continuous drops in speed noted. Upon further investigation, the printed circuit boards were inspected and one component was found to be defective, which would cause a voltage spike consistent with the reported event. A trend analysis was performed and no trends were identified. No further information is available. The manufacturer is closing its file on this event.